Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a flex arm in an endoscopic laminectomy for lumbar spine (posterior 2 level). It was reported that the flex arm's ball socket completely went out during the case. The locking mechanism on both ends of the arm work, but the ball socket itself will not tighten, so the arm will not stay in place. There were no patient symptoms or complications as a result of this event. The reported flex arm was used on the patient during procedure and the patient was on the operating table when the malfunction occurred. The reported product was used multiple times with no issues prior to the incident. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis part# 9560524 ; lot# my15k001- visual inspection revealed that the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed that the handle was able to be tightened and loosened but the flex arm was not able to maintain the position once tightened. The internal locking mechanism seems to be worn from repeated use. H6: updated eval. Code method and eval. Code result post analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.